Manufacturer narrative:
Updated fields - b4, e1 (site country), g3, g6, g7, h2, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11. Corrected fields: e1 (name: (B)(6), e2 and e3: initially it was wrongly mentioned as 'yes' and 'other healthcare professional' respectively which is actually unknown). Additional information: e1 (event site postal code: (B)(6)).

Event description:
It was reported that during routine power up checks, the cardiosave intra-aortic balloon pump (iabp) started to make a "popping" noise, and a burning odor came out from the unit. In addition, the screen went black. The user then quickly powered down the device and filed a service request. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and upon arrival, the fse observed that the unit covers were removed and immediately, the damage could be seen on the solenoid control board, motor control board. The power management board also called into question. The fse replaced all three boards (solenoid control board, motor control board and power management board). The iabp was fully functional once the replacement was completed. The unit passed all functional and safety tests per factory specifications. Upon completion of our investigation, a supplemental report will be submitted.